Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: device manufactured between february 24, 2021 to february 25, 2021. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Catalogue #: 2c1063kp, lot #: 21b044. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an underinfusion occurred during use of an unspecified specialty therapy. The device had been filled with ceftazidime/avibactam. There were no issues with the port and line. There was no report of patient injury or medical intervention associated with this event. No additional information is available.